Manufacturer narrative:
The device manufacture date for this product is august 2, 2011.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator power cord was hot to touch and had melted. The patient reported a power outage. The patient had observed that something was burning. The patient was able to unplug the power cord. A boston scientific company representative had verified that nobody was injured. The company representative informed the patient that the communicator will be replaced. The communicator is no longer in service. No adverse patient effects were reported.